Event description:
The hcp reported the pt presented with itchiness, increased spasticity and hallucinations three days ago. A study was performed and they were able to aspirate the catheter, however, the catheter looked kinked with plain x-ray. The hcp was planning to treat the pt with a bolus through the catheter access port. The drug used in the pump is baclofen 2000 mcg/ml. Other troubleshooting options were being considered. Add'l info has been requested from the hcp but was not available on the date of this report.